Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete.

Event description:
It was reported that the power cord has damage on end that plugs into the cart. Has a burnt appearance. The event timing was prior to surgery thus there was no harm or delay reported. No adverse events were reported as a result of this malfunction.